Event description:
The technician alleged the brake casters are not holding at the foot end of the bed. No pt impact.

Manufacturer narrative:
The technician replaced the brake caster supports and main bearings to resolve the issue.